Event description:
The customer reported that the system would intermittently not boot up. This resulted in a total loss of functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ups batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.